Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Article: an unusual cause of iatrogenic hypertension. Agarwal et al, . Jacc cardiovasc interv. 2016 apr 11;9(7):745-6. Doi: 10.1016/j.jcin.2015.11.032. A1) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog is unknown but referred to as cook celect filter. Expiration date: unknown as lot# is unknown. D6) unknown as information was not provided. D7) unknown as information was not provided. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or 121629. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: compression on right renal artery by a prong of the ivc filter due to migration: the patient was admitted to hospital due to hypertensive emergency; the patient was found to have headache, acute kidney injury and proteinuria. Antihypertensive agents were progressively titrated to include labetalol, amlodipine and spironolactone. The patient revealed elevated plasma renin of 32,8 ug/l/h. Magnetic resonance angiography revealed severe stenosis in the midportion of the right renal artery associated with atrophy of the kidney. Stenosis was found to be secondary to extrinsic compression by a prong of the ivc filter. Intravascular ultrasound imaging reveals that the prong had migrated into the media of the renal artery with resultant high-grade stenosis due to marked intimal proliferation. The filter was subsequently removed and the renal artery vascular reconstructed. Patient outcome: the patient require vascular reconstruction of the renal artery due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on article and image review. Approx. Six years after placement of a celect filter MRI of the renal arteries confirmed the presence of a high-grade focal stenosis within one of two right renal arteries. Angiography and ivus imaging confirmed the focal high-grade stenosis due to perforation of the left lateral most primary filter leg that extended through the wall of the ivc and into the right renal artery, stopping at the level of the media. This, in turn, resulted in prolific, intimal hyperplasia causing the high-grade stenosis observed, resulting in patient symptoms. There was no evidence of significant tilt on the images provided and the primary and secondary legs appeared normally aligned. It is noted that the filter was surgically removed, but in all likelihood, it could have been retrieved endovascularly with very little risk, despite the grade 3 interaction. It is assumed that patient's symptoms were resolved after filter removal and vascular reconstruction of the renal artery. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical continue to monitor for similar events.